Event description:
It was reported that shaft break occurred. The 80% stenosed, concentric and de novo target lesion with the width of 2.75mm-3.0mm and with significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After a 3.5 6f non-bsc guide catheter was engaged, two non-boston scientific (bsc) guidewires were advanced to the distal lad and first diagonal branch, pre-dilatation was performed using a 2.5x15mm non-bsc balloon catheter leaving 70% residual stenosis. Dissection at the mid lad was observed post ballooning. A 32 x 2.75 promus premier select drug-eluting stent (des) was advanced but the support from the guiding catheter was not good and was disengaged several times from the left coronary artery. Several attempts to advance the device but failed, and the shaft was broken due to the attempt. Another pre-dilatation was done using the 2.5x15mm non-bsc balloon catheter. Another attempt was made and successfully implanted a 2.75x28mm promus premier select des overlapped with a 3.0x 32mm promus premier select des and completed the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was 0.0385 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed, concentric and de novo target lesion with the width of 2.75mm-3.0mm and with significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After a 3.5 6f non-bsc guide catheter was engaged, two non-boston scientific (bsc) guidewires were advanced to the distal lad and first diagonal branch, pre-dilatation was performed using a 2.5x15mm non-bsc balloon catheter leaving 70% residual stenosis. Dissection at the mid lad was observed post ballooning. A 32 x 2.75 promus premier select drug-eluting stent (des) was advanced but the support from the guiding catheter was not good and was disengaged several times from the left coronary artery. Several attempts to advance the device but failed, and the shaft was broken due to the attempt. Another pre-dilatation was done using the 2.5x15mm non-bsc balloon catheter. Another attempt was made and successfully implanted a 2.75x28mm promus premier select des overlapped with a 3.0x 32mm promus premier select des and completed the procedure. No patient complications were reported and the patient status was stable.